Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (component code, investigation conclusion).

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d8, h3,d4, h6. (Type of investigation, investigation findings, component codes, investigation conclusions) a getinge field service engineer (fse) only assessed the repair cost for a price quote. The fse states they received the new spare part from the factory and sent the cable transmission cable assy, ECG trunk cable, 5-leadwires (0012-00-1155-02 & 0012-00-1157) to the customer. The equipment is functioning normally.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) had a damaged ECG trunk cable. No patient involved.